Event description:
Caller reported a malfunction on the pump but confirmed no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions to reset the pump from technical support and successfully did so, with no recurrence of the malfunction code. Customer was advised to continue using the pump and to contact support if the issue reemerges.